Event description:
Customer reportedly received the following results on the aviva ii system within 10 minutes: 45 mg/dl and 175 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.